Event description:
Statement by daily calibration technician: the varian mlc computer lost its ip address and it was on the wrong vlan (plugged into printers and fax vlan). It was also determined that the ip address was not reserved for this computer. Is assigned two new ip address and impac reconfigured and varian service engineer checked the mlc's.statement by clinical engineering: the mlc computer controls the multi-leaf collimator. This is the critical device that controls the radiation beam shape that is delivered to the patient. To "lose" its ip address and its vlan assignment is unusual without intervention. The device should be on a static ip and stable vlan.